Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was resistance during plunger removal. The lever was tried to be closed. When the device was pulled back, nothing stopped it from coming out from the anatomy. When device was out it was noticed the footplate was parallel to the device. As the sheath remained, guidewire access was able to be regained and another proglide device was pre-placed. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information: returned device analysis noted a retraction problem with the foot. Follow-up with the account confirmed that they did have a retraction issue as the lever was not fully retracted and the foot retracted. No tissue damage occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported plunger removal issue was not confirmed. Difficult to open or close the foot was confirmed. Loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.